Event description:
The catheter had been in place a couple of days when the catheter broke about 1/4" distal to reinforced tubing near the hub. The catheter was caught before it embolized.

Manufacturer narrative:
Product implicated is a 3fr. Catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (including hub) measures 6.4cm and the distal section (tubing only) measures 19.8. Lot history review indicates no related component or mfg issues and one product complaint of similar nature, also reported by this customer, which was recorded as inconclusive no product returned. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down proximal to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.